Event description:
Patient's mother reported her son developed an eye infection while using this product, medical records received document that the patient was seen with a complaint of irritation ou. The ophthalmologist reported the patient was diagnosed with bacterial keratitis, no culture was done. The patient was treated with vigamox and condition resolved.

Manufacturer narrative:
No product was returned for evaluation. The reported product lot was produced in march 2001 and expired in march 2003. A review of the lot batch records show that all requirements were met. Based on available information, no root cause can be determined and no conclusion can be drawn.